Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation due to high impedances. Database analysis showed impedance measurements confirmed high values on port ab (4 contacts) and port cd (2 contacts). The patient underwent a revision procedure wherein the leads, splitters and clik anchors were replaced. No device malfunction was suspected. The patient was doing well postoperatively.